Manufacturer narrative:
The technician found the siderail center arm assembly was broken. He replaced the left head siderail to repair the bed.

Event description:
Information received indicates the left head siderail will not latch.